Manufacturer narrative:
Results: bd received photos from the customer facility for investigation in support of this complaint. Photo evidence showed poor barrier separation in confirmation of complaint. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for poor barrier separation was not observed in 10 samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6242617. Conclusion: unconfirmed complaint. Without a defect sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the device a bd vacutainer® plus plastic sst tube with the gold bd hemogard¿ closure; had poor gel barrier separation during use, described as "the gel completely did not migrate". No medical intervention or injury reported.